Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge of the preloaded delivery system model pcb00, exploded prior to implantation of the intraocular lens (iol). Reportedly, there was no patient contact and no complications for the patient. The cartridge tip cracked and the lens remained stuck in the injector. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 11/30/2018. Device returned to manufacturer: yes. Device evaluation: the preloaded delivery system, model pcb00, return was returned for evaluation. The plunger was observed in advanced position. The plunger was gently pulled back and found locked. The cartridge was observed correctly engaged into lower body of the pcb00 device. No assembly defects are observed on the device. Visual inspection under the micorscope showed that the intraocular lens was stuck at the cartridge tip. The cartridge tip was deformed. There was no observed viscoelastic trace in the device; directions for use state to completely fill the viewing window with ovd (ophthalmic viscosurgical device). The customer''s reported complaint was verified. Based on the visual evaluation of the returned unit it could not be determined that the cause of the issues reported is related to the manufacturing process. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.